Manufacturer narrative:
(B)(4). MFR report # 1531186-2013-01978 indicting the brand name as wheelchair accessory. The correct information has been undated along with the product type. The product is a trapeze bar for a bed.

Event description:
Provider states the tube is splitting where the tube bends and meets with the other tube. End-user weighs (B)(6). Original order number (B)(4) on (B)(4) 2012.